Event description:
It was reported that during a laparoscopic gastric sleeve procedure, when firing on antrum of stomach, first fired green reload. It gave a ragged bleeding staple line. Tech cleaned anvil between reload....then on second fire with green reload ... The same thing happened. A new stapler was used and the surgeon over sewed on the staple line of the sleeve.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Photographs. The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape, however, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra-operative photographs were received. Malformed staples were confirmed in the photos. Based on the photographic evidence belief is that the complication was the result of deck deflection. The complication was the result of the tissue thickness being beyond the ecr60g (green) staple cartridges gap specification and the ple60a devices ability to bring the captured tissue into thickness compliance.